Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a fall, loss of therapy. Caller said they wanted to "check the programming to make sure everything is working right" and says the reason for this concern is that the patient had a bad fall "on the side where the stimulator is and since then they have slowed down, sort of like before they put it in." They checked the ins and it shows that stim is off, and ok. They helped them turn it back on successfully. They asked if stim was already off and they said no, and thinks the fall could have triggered it to turn off.

Event description:
Additional information was received: it was reported that the rep was wanting assistance in checking to make sure everything was functioning properly as the patient was having a lot of trouble walking and that they were a bit dizzy. On the call the programmer had shown that the ins was on/ok. They mentioned the patient fell a few weeks ago and they called in regarding the fall and how it had turned off stimulation and symptoms started to return. It was recommended for the patient to follow up with the hcp and it was confirmed the patient had an appointment scheduled for (B)(6)2020.